Event description:
It was reported that during a low anterior resection procedure, while using the device to staple the distal end of the rectum, the device has been fired but staples did not close the rectum correctly. The staples were present but did not seem to cross the tissue all the way and form the correct staple "b" figure. It should be indicated that the surgeon reported the tissue was able to compress to 1.5 mm and the rectum was cleaned of mesentery. The stamp was closed using sutures. Surgery was prolonged 10 minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.